Manufacturer narrative:
Article citation: ün, d., rohrbeck, j., drach, m., ullrich, r., staber, p. B., helbich, t. H., freystätter, c., teufelsbauer, m., & radtke, c. (2024). Breast implant-associated anaplastic large cell lymphoma: a case report about a patient with cytology negative for malignancy. Life, 14(11), 1494. Https://doi.org/10.3390/life14111494. Continued e.1. Facility name: department of plastic, reconstructive and aesthetic surgery, medical university of vienna. The events of "lymphoma-alcl", "lump/nodule", "lymphadenopathy", and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; lymphadenoapthy; "peri-implant effusion"; "suspicious masses" found during surgery.

Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma: a case report about a patient with cytology negative for malignancy", healthcare professional reported patient presented with spontaneous "breast swelling, pain, and an intramammary itching of [their] left breast". Healthcare professional reported patient underwent mammography, ultrasound, and MRI which revealed left side "fluid surrounding the implant", "peri-implant effusion", "an enhancement of the fibrous capsule", and "lymphadenopathy in the left axilla". Cytological examination of the seroma showed "foam cells and a foreign body reaction". Device was explanted with a complete capsulectomy and was found to be intact. "Several suspicious masses were found and excised from within the capsule." Histological examination confirmed pathological markers cd30+ and alk-, with a diagnosis of left side bia-alcl. Manufacturer of the device is unknown.